Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d2: additional product codes: gxl and hxx. E3: initial reporter is a depuysynthes sales representative. H3, h4, h6: part 05.000.008, lot 003268: release to warehouse date: march 26, 2010. Supplier: (B)(4). No relevant non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported the hand piece for battery powered driver had an unknown malfunction. The repair technician reported that the device doesn't run intermittent in fast forward, forward and reverse in conditions, there was a discolored wire, cracked contact plate, debris on barriers, and rust on bearing spacer. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver had unknown malfunction. The repair technician reported that the device doesn't run intermittent in fast forward, forward and reverse in conditions, there was a discolored wire, cracked contact plate, debris on barriers, and rust on bearing spacer. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).